Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the pacemaker was found in backup operation. It was noted that in previous interrogations the device was not ventricular pacing and was now intermittently ventricular pacing and the patient felt discomfort. The patient was sent to the hospital and the device was explanted and replaced. The patient was discharged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.